Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 022, the patient experienced severe abdominal pain. On (B)(6) 2022, the patient was hospitalized in the intensive care unit after a bowel perforation was discovered during abdominal tomography. On (B)(6) 2022, the patient underwent surgery for the intestinal perforation, and the peg-j tubing was removed. On (B)(6) 2022, the patient was discharged from the intensive care unit but remained hospitalized.